Event description:
During the arthroscopic diagnostic part of the acl reconstruction the arthrex pump malfunctioned. The pump never displayed a change of pressure (was always between 30-35) but continued to run at a high speed for a very short time. All the fluid form two 3l bags went into the patient. The pump was stopped. The patient's leg became swollen and could not be flexed. Surgeon made the decision to abort the acl procedure. Incision was closed and dressing were applied. The patient was taken to pacu where her leg was still swollen but softer to touch. Patient was observed overnight and was then discharged home in stable condition. Surgery will be rescheduled. Per kaiser permanente policy, device and tubing sent to (B)(4) for inspection.